Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/25/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was reported: 4 female cat are involved. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that an animal underwent a ovariectomy of a female cat procedure in june 2025 and suture was used. It was reported unthreading. During the suturing of the abdominal wall, after 1 or 2 tissue passes and without applying excessive pressure, the needle became detached from the thread. This issue occurred with 4 vicryl plus vcp452h. The surgeries were able to be completed using a new thread, without any impact on the animals. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. On needle-suture piece and one suture piece were received for analysis. Product code vcp452h. During the visual inspection of the needle, marks were observed in the swage area and the edge, likely caused by a surgical instrument. Additionally, a portion of the suture remained attached to the barrel hole, indicating that the suture had been partially cut near the swage area. Furthermore, the extremes were noted to be cut. Beside that, body fluids were found along the suture pieces. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. On needle-suture piece and one empty foil packet were received for analysis. Product code vcp452h. During the visual inspection of the sample, marks were observed in the swage area and the edge, likely caused by a surgical instrument. Additionally, a portion of the suture remained attached to the barrel hole, indicating that the suture had been partially cut near the swage area. Furthermore, the extremity was noted to be cut. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One detached needle that pertain to product code vcp452h was received for analysis. During the visual assessment of the detached needle, it was noted that the swage and attachment area were as expected. Marks on the body needle that appear to be by a surgical instrument could be observed. The barrel hole of the needle was examined under magnification, and suture remnant could be observed into the barrel hole. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.